Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, or error tests due to the unresponsive buttons. No moisture damage was found on the motor, battery tube or vibrator assembly. However, moisture damage was found on the electronic assembly during visual inspection. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a stained lcd resilient cover.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump was exposed to moisture. It was reported that customer got into swimming pool with insulin pump attached. It was reported that there was moisture under display screen and the unexpected restart alarm could not be cleared due to buttons not responding. Insulin pump would be replaced.